Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A4: patient weight: unknown / not provided.

Event description:
Doctor reported that the right drill was used during surgery but primary stability was not achieved and implant perforated sinus. Implant was placed at the same time as sinus lift was performed. Another implant was placed to finish the procedure.